Event description:
It was reported that during a parathyroid/thyroid procedure, the system displayed an error message stating the system was unable to update and error has occurred. The system initially failed to connect to the patient interface in both wired and wireless modes andremained in a loading state. Troubleshooting was performed, including power cycling and redocking the pi boxes, rebooting the system, and testing with a different cord and pi box. Wireless connectivity was temporarily restored; however, wired connectivity remained intermittent. Upon further testing, the system failed to connect in both wired and wireless modes. The system was replaced with a different nim system, which functioned as expected. There was no known patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6). H6: additional code of imdrf annex g : g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6) and product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.